Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-04974 for the other associated device information. It was reported to boston scientific corporation that two hydratome rx sphincterotomes were used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2009. According to the complainant, when the wire was bowed and electric current applied, the cutting wire of the first device broke or loosened. No wire fell into the patient. The second device was used to successfully cut open the papilla of vater. Finished the procedure without any further problems. When the second tome was removed, the cutting wire was observed to have pulled out of the catheter and it appeared kinked. Later while cleaning, a leak was discovered in the working channel of the scope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).